Event description:
It was reported that a revision took place due to wearing of the poly liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a revision took place due to wearing of the poly liner.

Manufacturer narrative:
A visual inspection found severe scratching and third body indentations were evident throughout the articulating surface. The mar report concluded embedded ceramic debris was observed on the articulating insert surface, and was likely responsible for the insert damages. The ceramic debris composition was consistent with the alumina used in the previously fractured components. There was no evidence of manufacturing or material defects on any of the device features examined. Insufficient information was received for review with a clinician consultant. Device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other events for the reported lot. The reported event was confirmed. The root cause of the reported wear was embedded ceramic debris. The ceramic debris came from an insert that was previously implanted, fractured and was the reason for the patient,s first revision surgery. There was no evidence of manufacturing or material defects on any of the device features examined.